Manufacturer narrative:
Initial report received from patient on (B)(6) 2013. Hipaa confidential information recorded on complaint (B)(6) at parker laboratories. Aquasonic 100 ultrasound gel is available in five different sizes; 01-20 is a 20ml single use packette, 01-02 is a 60g tube, 01-08 is a 250 ml dispenser, 01-34 is a 1 liter bottle and 01-50 is a 5 liter container. It is unknown which size or lot number was used during this procedure and the 01-08 size was used in this report because it is a common package size.

Event description:
Parker laboratories quality assurance department (B)(4) received a phone call from patient '(B)(6)' on (B)(6) 2013. On (B)(6) 2013, (B)(6) received a transvaginal ultrasound at (B)(6) where parker laboratories's aquasonic 100 ultrasound gel (ref 01-08) was used. Later that day (B)(6)'s husband (B)(6) developed hives and anaphylactic shock (vomiting, sweating) after intercourse with (B)(6). (B)(6) reported that (B)(6) has allergies to penicillin, strawberries and all non-steroidal anti-inflammatories. (B)(6) reported that (B)(6) had epinephrine benadryl steroids prescribed by 'ambulatory care' (B)(6) and was home and ok. On (B)(6) 2013, during a follow-up phone call by parker's (B)(6), (B)(6) confirmed again that (B)(6) was ok. On (B)(6) 2013, parker qa manager (B)(4) talked with risk manager, (B)(6). (B)(6) described u/s procedure as using a latex condom sheath on the u/s probe with aquasonic 100 gel. It is not clear if the gel was on both the inside and outside of the latex condom. (B)(6) was aware of (B)(6)'s allergic reaction but identified that the patient, (B)(6), was their concern and responsibility. (B)(6) reported that they did not intend to file a form 3500a.